Manufacturer narrative:
The device was returned for evaluation and is pending investigation.

Event description:
It was reported that the cannula did not deploy when the pod was activated; the pink slide did not move forward, which indicates a needle mechanism failure. The pod was worn for less than one hour and there were no reported high blood glucose levels.

Manufacturer narrative:
The pod was received fully deployed. Scoring was noted on the inside of the top housing. A misalignment between the top housing and the linkage assembly prevented the pod from deploying as intended.